Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 the lay user/patient¿s spouse contacted lifescan (lfs) alleging that the patient¿s one touch verio iq meter was reading inaccurately erratic. The following complaint was classified based on information obtained by the customer service representative (csr). The reporter alleged that the product issue began on the night of (B)(6) 2014. The reporter stated that the patient obtained blood glucose readings of ¿102 and 50 mg/dl¿ on the subject meter performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin, specifically lantus and novolog. The reporter stated that the patient administered an increased dose of lantus in response to the meter reading of ¿102 mg/dl¿ and subsequently developed symptoms of ¿sweaty, clammy and low blood glucose¿. It is unknown how the patient treated these symptoms. The reporter stated that the patient did not test on another device at this time. At the time of troubleshooting the csr verified that the patient was using the correct testing technique and the test strips were stored correctly (per owner¿s booklet recommendation). Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.